Event description:
Caller reported patient becoming very ill. Caller indicated that ems was contacted and brought patient to hospital. Caller indicated that patient was admitted with diabetic ketoacidosis. Caller indicated that patient's blood glucose was over 800 mb/dl. Caller indicated that she was unable to provide any further information.